Manufacturer narrative:
The closurefast catheter was not returned and could not be evaluated. Additional details have been requested. If any additional information is obtained, a follow-up report will be submitted.

Event description:
Suspected thrombus extension reported. Physician reported using lovenox and coumadin for two patients. Additional details could not be obtained from the reporting physician. Unk date of event.